Event description:
Patient was in (B)(6) undergoing an egd with esophageal stent removal x2. While gi physician was removing the first stent it broke apart in the patient's hypopharyngeal area. Per gi physician it appeared the remaining stent was bridging the hypo pharyngeal area and possibly occluding it. Ent physician consulted stat. Patient transported to operating room where ent physician proceeded with the removal of the retained stent. After the retained stent was removed the gi physician proceeded with egd to remove the 2nd stent. No permanent harm to patient, temporary harm.